Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to dislodgement, which was confirmed through fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem, e3. Occupation, h6. Impact codes.